Event description:
The patient reported that the tubing of her infusion set broke where the tubing connects to the headset. She stated that the insulin leaked out and her blood glucose elevated to 303 mg/dl. The patient felt nausea symptoms and switched to taking insulin injections to bring her blood glucose down. The patient had to switch to injections because she did not have a replacement infusion set with her at the time of the incident. The patient is being sent replacement infusion sets. The patient did not report assistance by a healthcare professional or second party to address the issue. Product has been requested for return to be evaluated.